Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure an interrogation was performed. Upon review, it was discovered that the right atrial lead exhibited noise. During the procedure, it was noted that the lead had blood inside the installation. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.